Event description:
It was reported to the manufacturer by the end user, per the end user patient was sitting on the side of the bed frame on top of her air mattress when she slid of the mattress and on to the floor. A nurse and aid passing by discovered the patient and assisted her off the floor, there were no witness when the fall occurred. The incident was reported and the patient was taken to (B)(6) for a CT scan of the body. The patient sustained a sprain to the shoulder. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.